Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had elevated international normalized ratio (inr) 4.0-5.0. The inr was reversed with vitamin k. A few days later the patient stated having intermittent power spikes and the pump stopped. The pt remained stable. A decision was made to exchange the pump. A week later, the pump was exchanged with a new lvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.